Event description:
Customer reported erroneous test results for white blood cell (wbc) count were generated for one patient sample when using the coulter lh 755 hematology analyzer. The erroneous test results were reported out of the laboratory, and questioned by a physician. The sample was retested and amended report was released. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
(B)(6). (B)(4). The the customer cleaned the white blood cell (wbc) aperture resolving the reported issue. The probable cause was a dirty wbc aperture.